Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of device. Device UDI lot/serial: (B)(4), UDI: (B)(4). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was advanced and deployed from the left side, followed by a contralateral leg component (pxc141000j/15691657) being implanted. The physician pushed up the contralateral leg component during its deployment, but it was not sufficient, resulting from the right internal iliac artery being unintentionally covered. The physician attempted to push up the contralateral leg component again, but it was not successful. Then, the ipsilateral leg was deployed and the procedure was concluded with the right internal iliac artery being monitored.